Manufacturer narrative:
E1: initial reporter address:(B)(6). E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of large volume infusors underinfused. The device did not infuse the entire contents within the allotted infusion time of 48 hours. This was observed during patient infusion. The devices was filled with fluorouracil hs ebewe 3500mg in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between september 22, 2022 - september 23, 2022. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.